Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer determined the system had been functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the flow rate on a system went from 34 to 0. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.